Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement of greater than 125 ohms. The crt-d is at end of life and a revision procedure has been planned. Additional information provided from the field indicated surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.